Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer was not able to erase the alarm. The customer insulin pump is low.